Event description:
The customer stated that the celldyn emerald analyzer generated a platelet result of 40,000/ul. The patient was then tested at the hospital which generated a result of 12,000/ul. The customer stated that there was no delay in treatment or impact to patient care.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.